Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for 8 days. The patient was treated with an unknown antifungal medication intravenously (dose and frequency not reported) for the event. The patient recovered from the event. Dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.